Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced hyperglycemia and insulin flow blocked alarm. The customer¿s blood glucose level was 600 mg/dl. The customer was treated via using the insulin pump by delivering a bolus. Troubleshooting was not performed. Customer reports alarm did not occur during fill tubing. The insulin pump will not be returned for analysis.